Event description:
Caller reported a malfunction on the pump, which caused blood glucose levels to exceed 500 mg/dl, though the specific value was displayed as "high." To address the high blood glucose levels, the customer utilized a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Technical support provided information for resetting the pump, assisted with the reset, and confirmed that the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if the malfunction occurred again, to which the customer acknowledged understanding.